Event description:
Hcp reported the patient had a pump explanted because of the "rotor". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.